Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent radiofrequency ablation (rfa) treatment using the device. The items were set-up and used as per directions for use (dfu). After the ablation, patient complaint of pain at left thigh to the nurse in ward. The injured area on the thigh appears to look like skin burn from the grounding pad. The generator should have error message when there was an abnormal increase in current density building up on the grounding pad. However, for this case, there were no error message throughout the case; impedance ranged from 115 to 125 ohm for 12 minutes burn. The patient was referred to plastic surgery team and treated the wound as grade 2 burn. Patient was given wound dressings with antibiotic ointments.